Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-2325bcc bio-composite swivelock eyelet detached from the tip of the stem during insertion. Another ar-2325bcc bio-composite swivelock was opened and during insertion, the anchor opened due to the pressure of the stem and the cap. This was discovered during an unspecified procedure on (B)(6) 2022.

Manufacturer narrative:
Review of this complaint confirmed the event summary code selection and an investigation including a product history review was performed as required. The complaint device was not returned for investigation, however, picture(s) of the complaint device were provided and used for investigation. The investigation confirmed the reported condition. The probable cause of the event was not able to be determined. The investigation did not change the potential harm(s) identified. Complaint trending for this event will be performed per wi-000100100.